Event description:
It was reported that during an unknown therapeutic procedure, the ceramic tip of this inner sheath broke off. The tip was successfully recovered and the procedure was completed. There were no further reports of patient harm.